Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from sorc, there was the possibility that these phenomena were attributed to the malfunction of the ccd unit, the failure of the printed-circuit board in the video connector or some problem of another device in the system.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image of the subject device blacked out. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional subject device evaluation result. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the error e218 which indicated that the subject device was damaged was displayed. The exact cause of the error e218 was displayed could not be conclusively determined. However, based upon the information from sorc, olympus medical systems corp. (Omsc) surmised that the error e218 was displayed was attributed to the malfunction of the ccd unit, the failure of the printed-circuit board in the video connector or some problem of another device in the system.